Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box 2. Section h9 - added battery cap recall number p-cap locked in place properly during testing. Unit was received with original battery cap missing battery cap contacts. Proceeded to use new battery and battery cap. After battery installation unit gave a flashing medtronic logo. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. Corrosion was noted on the motor force sensor flex connector gold traces and corrosion was noted on the electronic assembly. Flashing medtronic logo was due to corroded electronic assembly. Unit was also received with cracked case (battery tube), cracked case-corner of belt clip rails, cracked case, scratched case, and pillowing keypad overlay. In conclusion, customer allegations for cosmetic damage were confirmed during visual inspection when cracked case (battery tube) was noted. In addition, unit was received with flashing medtronic logo due to corroded electronic assembly. Customer's moisture damage allegations are confirmed. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the battery compartment of the insulin pump was damaged and pump got wet. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the damage was found to be affecting the functionality of the insulin pump. The customer was instructed to revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.